Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 06-jul-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade which required a pericardiocentesis. At the beginning of the procedure, they noticed a trace pericardial effusion. Post procedure, they checked on intracardiac echocardiogram (ice), and the pericardial effusion was about the same size. When extubating the patient, the blood pressure dropped so they reintubated the patient. An echocardiogram was performed and they confirmed the pericardial effusion had grown larger. Medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The patient was taken to CT to get some imaging done and was monitored. Patient remained intubated until the next morning; she was extubated once awake and following commands. No evidence of a steam pop. No issues with flow rate change at the start of ablation. The correct catheter settings were selected on the generator. The transseptal puncture was performed with a medtronic flexcath cross transseptal solution. Ref: (B)(4). The flow setting was set to the following: qmode: high flow max: 15ml/min; high flow min: 4ml/min; low flow: 2ml/min. Qmode+: high flow: 8ml/min; low flow: 2ml/min. The physician was unsure what caused the pericardial effusion to get larger since they checked post procedure and they saw the pericardial effusion was the same size and began to increase during extubation. The physician does not believe it was due to biosense webster products.